Event description:
Drive devilbiss healthcare was notified of an incident involving a bed motor and hand control by an end user's daughter, who stated that "her mother was trying to use the hand control to move the bed and sparks started coming from the motor/wire the hand control connects to." There was no report or evidence of illness, injury or medical treatment associated with the complaint. They unplugged the unit. No one was harmed and the fire was only on the motor/wires." The product was never returned for evaluation.